Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. The customer stated insulin pump was cracked next to clip of retainer ring which fell of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.